Manufacturer narrative:
E1 reporting institution phone #: (B)(6). E1 reporter phone #: (B)(6). A philips field service engineer (fse) went to the customer's site and checked the device and verified the speaker malfunction. The fse indicated there is a speaker malfunction inop shown and no sound produced. The fse confirmed the faulty part to be the mainboard. Based on the information available and the testing conducted, the cause of the reported problem was the mainboard. The reported problem was confirmed. The mainboard was replaced, and testing confirmed the device meets specifications and was returned to use.

Event description:
It was reported the intellivue patient monitor mx400 has a speaker malfunction. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.